Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 369157a did not uncover any non-conformances. The lot meets release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results are as follows: (B)(6)inratio: 7.5, repeat: 3.5 during testing, the first drop of blood was not used when adding sample to the test strip. The patient self tester's therapeutic range is: 2.0-3.0. Prior to the results listed above, the patient self tester's results were: inratio=2.4.